Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms within the last 3 days. The customer's blood glucose level was 263 mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to rewind but still was getting motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.